Manufacturer narrative:
The subject device was returned to omsc for investigation. Omsc checked the subject device and found that the reported phenomenon. Omsc obtained additional information (including about the gf-uct260) from the user as followings. It was probably that the blood came out from the air/water nozzle of the gf-uct260 from the picture taken by the user facility. The inspection and reprocess after use were performed according to the instructions. The previous procedure was unspecified, but the procedure had lots of bleeding. The gf-uct260 had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA). It was confirmed that the air/water feeding by the air/water nozzle and balloon channel of the gf-uct260 could be performed for 10 seconds. The cleaning of the basic, inside the forceps elevator (using mh-974) and each channel (using bw-20tbw-400lmaj-1534) of the gf-uct260 were performed appropriative according to the instructions. It was probably the same day that the reprocessed day and the event day. The blood was confirmed when the gf-uct260 was taken out of the storage. The user facility said it was probably that when the solidified blood was put in the automated endoscope reprocessor, it melted and dripped from the air/water nozzle of the gf-uct260 due to gravity. The reprocessing was on the same day as the procedure, but it seems that there was a whole day until the blood was found. The user reprocessed normally at first reprocessing because the blood was not found at the inspection of the immediately after the procedure and that was not correspond the ¿presoak for excessive bleeding and/or delayed reprocessing after each procedure¿ that was said the instruction for use. The user said that the second and subsequent reprocessing were performed only by oer-3. The user said that the blood adhesion was found already during preparation for use. The user said that the blood was not found during the inspection of the immediately after the procedure. There was no malfunction on the exterior of the cleaning tube. Omsc could not review the manufacturing history record (DHR) because the lot number was unknown. The exact cause of the ¿there was invisible crack on the packing of the subject device¿ could not be conclusively determined. However, based upon the investigation, there was the possibility that the subject device was used when ¿the blood came out from the nozzle¿, because there was no failure on the subject device except the crack.

Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection of the subject device for investigation using microscope, that there was invisible crack on the packing of the subject device. In addition, regarding an ultrasound gastro video scope (gf-uct260) that was used with the subject device at the user facility, olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that blood came out from the nozzle. There was no report of patient injury associated with the event.